Manufacturer narrative:
The customer has cleaned up the spill. Customer technical support (cts) instructed the customer to close files and cold boot to reset hydro function. This did not resolve the leak issue. A bci field service engineer (fse) found faulty float switch wash canister reservoir and replaced the float switch and o ring, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate leaked out of the jug. No injury was reported.